Event description:
Bsc received info that the pt with this right ventricular (rv) lead developed presyncopal symptoms and an escape rhythm in the 20-30s. The rv lead displayed elevated threshold measurements which resulted in loss of capture. The lead was explanted and replaced with a competitors. During the procedure, this device was explanted, as it was included in the low voltage capacitor advisory.

Manufacturer narrative:
The electrical performance of the lead under complaint was scrutinized. With regard to elevated threshold measurements as mentioned in the complaint, the analysis did not show any deviations from the electrical specifications. The cuttings in the outer insulation are probably due to the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.